Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the screen had moisture in it and a dot of water. Customer stated that they pressed act to get to reservoir set up and it wouldn't do anything. Customer's blood glucose reading at the time of the call was 146 mg/dl. No further information reported.